Manufacturer narrative:
G3 - date received by manufacturer in 2017865-2024-69191 submitted on 6 nov 2024 should have been "11 oct 2024" instead of "14 oct 2024."

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that a separate transmitter was sent to the patient instead of trying to resolve pairing issue between the patient's implantable cardioverter defibrillator and mobile application. No further patient consequences were provided.